Event description:
It was reported that during a sigmoidectomy procedure, the first device fired an incomplete staple line. A second device was used fired, but all the staples came out. The surgeon decided to perform a temporary ileostomy. The patient is currently stable.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.